Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the radio frequency programmer head tested out of specification electrically, it was unable to interrogate a device. The head's cable and label were replaced. Concomitant products : product ID 2090aa4 programmer. (B)(4).

Event description:
It was reported that the radio frequency programmer head that was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.